Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal could not be released. The procedure was completed with a conventional pressure bandage. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure employing both antegrade and retrograde approaches. The physician had achieved certification in the use of the exoseal vcd, and no visible signs of device or package damage were observed prior to use. The device was stored and prepped as per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be at least 5mm. The puncture site did not show visible calcium or plaque, there was no stent near the site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved manually using a pressure bandage. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd, along with the vascular sheath introducer, was removed as a single unit approximately 1-2 seconds after depressing the deployment button. The device is not being returned for evaluation as it was disposed of by the customer.

Manufacturer narrative:
As reported, the plug of a 6f exoseal could not be released. The procedure was completed with a conventional pressure bandage. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure employing both antegrade and retrograde approaches. The physician had achieved certification in the use of the exoseal vcd, and no visible signs of device or package damage were observed prior to use. The device was stored and prepped as per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be at least 5mm. The puncture site did not show visible calcium or plaque, there was no stent near the site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved manually using a pressure bandage. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd, along with the vascular sheath introducer, was removed as a single unit approximately 1-2 seconds after depressing the deployment button. The device is not being returned for evaluation as it was disposed of by the customer. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the inability to deploy the plug into the patient. However, vessel characteristics and procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.